Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem.

Event description:
It was reported that after centrifuge there was poor barrier separation with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported after spinning the blood is creeping up the gel back into the serum. Additionally, on 2020-09-18 the bd sales consultant provided the following additional information: spoke with customer and discussed the proper processing of sst tubes, mixing, clotting centrifugation. Site is seeing more issues with first shift than second shift. Bloods are collected by robots from stations and are allowed to clot upright for a minimum of 30 minutes. Centrifuges have been checked and are spinning at correct speeds. They run on the abbott 8200 and 4100. Abbott was in on monday to check instruments out and they are fine. They are seeing fibrin strands in tubes and I said this is usually caused by not mixing or allow to clot long enough in upright position. Her position is that her staff is seasoned. They are having issues with k+ and creatinine. They have had patients with high k+ 8.3 and on redraw is was 4.2 this patient normally ran in the 4.1 range. They also had a patient where the creatinine was trending high 7-12 when on redraw he was 0.9 which was where he normally ran. They are having to rim the clots and respin. Emailed processing guide for sst tubes and tech talk on sst tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that after centrifuge there was poor barrier separation with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported after spinning the blood is creeping up the gel back into the serum.

Event description:
It was reported that after centrifuge there was poor barrier separation with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported after spinning the blood is creeping up the gel back into the serum. Additionally, on 2020-09-18 the bd sales consultant provided the following additional information: spoke with customer and discussed the proper processing of sst tubes, mixing, clotting centrifugation. Site is seeing more issues with first shift than second shift. Bloods are collected by robots from stations and are allowed to clot upright for a minimum of 30 minutes. Centrifuges have been checked and are spinning at correct speeds. They run on the abbott 8200 and 4100. Abbott was in on monday to check instruments out and they are fine. They are seeing fibrin strands in tubes and I said this is usually caused by not mixing or allow to clot long enough in upright position. Her position is that her staff is seasoned. They are having issues with k+ and creatinine. They have had patients with high k+ 8.3 and on redraw is was 4.2 this patient normally ran in the 4.1 range. They also had a patient where the creatinine was trending high 7-12 when on redraw he was 0.9 which was where he normally ran. They are having to rim the clots and respin. Emailed processing guide for sst tubes and tech talk on sst tubes.

Manufacturer narrative:
H6: investigation summary: bd received 1 photo for the investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory, were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Returned samples received under another complaint for this lot number were unable to be tested due to an internal issue after receipt of specimens. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photo provided.